Event description:
Patient was wearing daily wear contact lenses and switched to continuous wear. A mild punctate epithelial keratopathy developed in the inferior cornea of both eyes. Patient experienced a foreign body sensation, but continued to wear the lenses. Ocular hyperemia developed. The patient saw an ophthalmologist and was diagnosed with a corneal ulcer outside the central 4 mm of the cornea accompanied by cellular infiltration around the ulcer site and hypopyon. Cells and aqueous flare were positive in aqueous humor. Visual acuity was reported as vasc 0.1 and vacc 0.7. Patient was treated with gatiflo antibiotic, bestron, 1% atropine sulfate hydrate and mydrin-p. The patient recovered and visual acuity was reported as vasc 0.2 and vacc 1.5. A culture was not performed.

Manufacturer narrative:
Completed by manufacturer. No product was returned for evaluation and no lot number information is known. The reporting ophthalmologist reported that the event was due to continuous lens wear. Based on available information, no causal factors can be determined and no conclusion can be drawn.